Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was prepared and used in accordance with instructions for use (IFU); however, its balloon burst. Therefore, the product was not used in the patient and manual compression was performed for 20 minutes to achieve hemostasis and the patient recovered. There was no reported patient injury. The mynx vcd was used during a percutaneous coronary intervention (pci) case. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. There were no visible signs of device/package damage prior to use. The device was stored according to the instructions for use (IFU). The storage temperature did not exceed 25 °c. There were no anomalies noted to the device prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and the advancer tube remained in the manufacturing position. The procedural sheath was on the catheter and fully retracted. Per functional analysis, leak testing was performed on the balloon and revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a radial tear in the balloon, approximately 6 mm from the balloon proximal neck. A product history record (phr) review of lot f2116002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of the returned device. The cause of the loss of pressure was a radial tear in the balloon. With the information provided, the exact cause for the tear could not conclusively be determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. The IFU also instructs the user to confirm via femoral arteriogram or venogram that there is no evidence of significant peripheral vascular disease in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2116002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was prepared and used in accordance with instructions for use (IFU); however, its balloon burst. Therefore, the product was not used in the patient and manual compression was performed for 20 minutes to achieve hemostasis and the patient recovered. There was no reported patient injury. The mynx vcd was used during a percutaneous coronary intervention (pci) case. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. There were no visible signs of device/package damage prior to use. The device was stored according to the instructions for use (IFU). The storage temperature did not exceed 25 °c. There were no anomalies noted to the device prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The device will be returned for evaluation.